Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer's blood glucose value was 152 mg/dl. Customer stated that middle select button wasn't responding to presses and got a stuck button. Customer stated they did not press a button down for 3 minutes or longer. Customer stated the insulin pump was exposed to a change in altitude. Customer stated they were able to clear the alarm. Customer stated they did not receive a battery failed alarm. Customer stated that serial number on back of insulin pump had come off due to silicone ski with friction may have rubbed off. The device will not be returned for analysis.